Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) ECG probe not measuring correctly. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The functional tests of the device have been completed successfully. The device has been operated with the trainer and test catheter. The electrical safety test of the device has been completed successfully. The electrical safety test of the ECG probe of the device has been completed successfully. The safety disk of the device needs to be replaced. The device requires a 2500h maintenance kit. Fse replaced safety disk and 2500h maintenance kit. The device was delivered to the user in working condition.